Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery life was less than expected. No additional information was available. Attempt by the customer support to follow-up on the matter with was unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA in november 2014.